Event description:
A malfunction was reported on the customer's pump with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.